Event description:
Elderly male was in the cardiac catheter lab (ccl) for a left femoral artery angiogram and possible percutaneous coronary intervention (pci) of the left anterior descending (lad) artery to relieve chest pain symptoms. Following insertion of a 6-fr sheath inserted into the left and right femoral artery using a micropuncture kit without any complication. A 2nd interventionist came to the bedside to deploy the perclose device. According to the interventionist, he was deploying the device and did not get good blood return. He reseated the device and noticed he was unable to remove the device from the vessel because the deployment foot would not retract. The patient was brought to the or, at which point the vascular surgeon preformed a femoral exploration and removed the proglide device and performed a patch angioplasty. The device is retained by the facility. The surgical procedure was performed without incident and the patient was transferred to the ICU for recovery. The remainder of the patient's hospitalization was uneventful, the patient was transferred to the telemetry unit the next day and then discharged to home 2 days later on. The pci of the lad was scheduled for a later date. Manufacturer response for closure device, perclose proglide (per site reporter) : abbott vascular rep was made aware of this incident via email notification. He was also made aware by inventory manager as arrangements were made to return all devices in our inventory with same lot #.